Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the right ventricular (rv) lead experienced placement difficulty. Once placed, the thresholds were high after the first rotation of the rv lead helix. Upon attempt of further rotations, the helix would not rotate any further. It was suspected that myocardial tissue was stuck in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.